Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. Keypad overlay had weak adhesive bond at all location. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm. Buttons were not pressed longer than 3 minutes. Customer's blood glucose was unknown. Insulin pump would need to be replaced.